Manufacturer narrative:
Submit date: 02/23/2017. Additional information was provided and confirmed by a medtronic customer service representative on 02/22/2017 who confirmed the event reported by the customer was initially reported incorrectly. The true incident that the customer experienced is not considered a reportable event therefore this was report was sent in error. No additional investigation results will be sent. Section updated from: it was reported to covidien on (B)(6) 2017 that an issue occurred with an enteral feeding pump. The customer reported the screen is blank. To: it was reported to covidien on (B)(6) 2017 that an issue occurred with an enteral feeding pump. The customer reported rotor error / not working.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with an enteral feeding pump. The customer reported rotor error / not working.

Manufacturer narrative:
Submit date: 02/06/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with an enteral feeding pump. The customer reported the screen is blank.